Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to customer's blood glucose. Reportedly, the customer administered a manual injection to address elevated bg level.